Event description:
A review of svc data detected a reportable event. During servicing, electrode belt (B)(4) was found to have a broken connector on the trunk cable. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval, the connector on the trunk cable was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt.